Manufacturer narrative:
Device is a combination product. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. After pre-dilatation was performed with a 3.0 x 8 apex balloon catheter, a 3.50 x 8 synergy ii drug-eluting stent was advanced but failed to cross the lesion and the stent struts were damaged. The procedure was completed with another 3.50 x 8 synergy ii drug-eluting stent. No patient complications were reported.